Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in a 38-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals and gestational diabetes. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient was found to have progesterone decreased ("hormonal changes describe: low progesterone and testosterone") and blood testosterone decreased ("hormonal changes describe: low progesterone and testosterone"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). In 2012, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced anaemia ("anemia , blood or heart disorder/condition type: anemia"), raynaud's phenomenon ("autoimmune diagnosed :raynaud's syndrome") and dizziness ("dizzines"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), mental impairment ("neurological conditions or problems type: diminished brain function"), allergy to metals ("nickel allergy") and procedural haemorrhage ("hemorrhaging during implant procedure"). The patient was treated with surgery (salpingectomy (bilateral), cornual resection and repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, anaemia, tooth disorder, progesterone decreased, mental impairment and alopecia had resolved, the hypersensitivity, vaginal haemorrhage, allergy to metals, fatigue, dizziness and procedural haemorrhage outcome was unknown and the raynaud's phenomenon and blood testosterone decreased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, blood testosterone decreased, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, mental impairment, metrorrhagia, pelvic pain, procedural haemorrhage, progesterone decreased, raynaud's phenomenon, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pain/pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse) ,apareunia, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, allergy, raynaud's syndrome, dental problems ,hormonal changes, nuero condition/problems and hair loss, vaginal hemorrhage, low progesterone and testosterone, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs&mr: previously added events: hormonal level abnormal and nervous system disorder was replaced with low progesterone and mental impairment new events: low testosterone, vaginal bleeding,nickel allergy, dizziness, procedural hemorrhage and fatigue was added .lot number, reporter, medical history was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in a 38-year-old female patient who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals and gestational diabetes. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient was found to have progesterone decreased ("hormonal changes describe: low progesterone and testosterone") and blood testosterone decreased ("hormonal changes describe: low progesterone and testosterone"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). In 2012, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced anaemia ("anemia , blood or heart disorder/condition type: anemia"), raynaud's phenomenon ("autoimmune diagnosed :raynaud's syndrome") and dizziness ("dizzines"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), mental impairment ("neurological conditions or problems type: diminished brain function"), allergy to metals ("nickel allergy") and procedural hemorrhage ("hemorrhaging during implant procedure"). The patient was treated with surgery (salpingectomy (bilateral), cornual resection and repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, anemia, tooth disorder, progesterone decreased, mental impairment and alopecia had resolved, the hypersensitivity, vaginal hemorrhage, allergy to metals, fatigue, dizziness and procedural hemorrhage outcome was unknown and the raynaud's phenomenon and blood testosterone decreased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, blood testosterone decreased, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, mental impairment, metrorrhagia, pelvic pain, procedural hemorrhage, progesterone decreased, raynaud's phenomenon, tooth disorder and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pain/pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse) ,apareunia, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, allergy, raynaud's syndrome, dental problems ,hormonal changes, nuero condition/problems and hair loss, vaginal hemorrhage, low progesterone and testosterone, fatigue, lot number: 806693. Manufacturing date: 2010-11. Expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("allergy"), raynaud's phenomenon ("autoimmune diagnosed :raynaud's syndrome"), tooth disorder ("dental problems"), nervous system disorder ("nuero condition/problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, anaemia, tooth disorder, hormone level abnormal, nervous system disorder and alopecia had resolved and the hypersensitivity and raynaud's phenomenon outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, raynaud's phenomenon and tooth disorder to be related to essure. The reporter commented: patient received treatment for chronic pain/pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, allergy, raynaud's syndrome, dental problems, hormonal changes, nuero condition/problems and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pf received. This case become incident. Event injury was updated to chronic pain/pelvic pain. Following events were added: abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, allergy, raynaud's syndrome, dental problems, hormonal changes, nuero condition/problems and hair loss. Reporter information was updated. Lab data was added. Date of implant and explant added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.